Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime a33 test and displacement test. However, unit received stuck in the motor error loop during bolus basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 370 mg/dl at time of reporting. Nothing further reported.